Event description:
It was reported that the customer was hospitalized with high blood glucose readings of 452 mg/dl. Customer mentioned that the tubing started dripping fast. Customer has treated with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. The high pressure test was also performed and passed. It was noted that the customer was sent home when blood glucose readings were 360 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.